Event description:
Dr. (B)(6) noted closurefast catheter had difficulty reaching temperature: end of case, dr observed melted coating tip of catheter. Site stated that there was no patient harm. Investigation of the return closurefast catheter on (B)(6) 2014 reported experience of the catheter not reaching expected temperature was not confirmed. However, the report of melted coating on the tip of the catheter was confirmed. A visual inspection found damaged fep on the coil approximately 6cm from the distal tip.

Manufacturer narrative:
This MDR is being submitted as a part of a retrospective review / remediation effort performed at the covidien (B)(4) location, following medtronic¿s acquisition of covidien. A CAPA has been opened to manage the actions related to remediation of complaint files and any required MDR reporting.

Manufacturer narrative:
This MDR is being submitted as a part of a retrospective review / remediation effort performed at the covidien (B)(4) location, following medtronic¿s acquisition of covidien. A CAPA has been opened to manage the actions related to remediation of complaint files and any required MDR reporting.